Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after inserting the tracheal intubation, it was found that the tracheal intubation cuff could not be inflated, and the tracheal cuff was found to be ruptured after removal. It was indicated that a new tracheal tube was inserted. There was no patient injury.